Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient's ipg was taking too long to charge. The patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. Patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient will undergo an ipg replacement procedure per physician's preference.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for ipg replacement was due to patient was charging more frequently.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.